Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had persistent nausea and vomiting for about a week. They were admitted to the hospital and they were hoping to get a manufacturing representative (rep) to check the implant. The implantable neurostimulator (ins) was indicated for gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that they made multiple parameter adjustments to the device and no evident cause was determined at the time of the report. The patient was sent to another hcp for a second opinion. No further complications are anticipated at this time.